Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be https://emdr.FDA.gov/emdr/formredaction/d11.jsf# submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued using the existing cartridge. There was no reported adverse impact to the customer.